Manufacturer narrative:
H6: corrected the following: type of investigation. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10 concomitant devices: 5108398 02-012-41-5050 - logic tibia traptray cem sz 5f/5t; 5131450 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; 5172031 200-02-38 - three peg patella 38mm. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that approximately 75 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, weakness, negatively affected quality of life, and likely revision surgery; limited ability to perform normal physical activities. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.